Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient was sitting on the ipg and was feeling uncomfortable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was relocated to a more comfortable area. Postoperatively, the issue has reportedly resolved.